Manufacturer narrative:
Evaluation summary: the reported condition of an oblong-shaped balloon was confirmed. The catheter balloon inflated clear and without leakage, but had a slightly oblong shape. The aortic root infusion lumen was found to be occluded with blood. All other lumens were found to be patent without any leakage or occlusion. No other visual damages, contamination, or other abnormalities were found during the assessment of the device. Result: oblong shaped balloon conclusion: reported condition confirmed; no manufacturing defect confirmed. The device history record (DHR) was reviewed and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing defect was not confirmed. The reported condition of an oblong shaped balloon was confirmed through product evaluation, but no product defect was confirmed. The eccentricity of the balloon is intentional, controlling how close the cardioplegia lumen tip is to the wall of the aorta in order to prevent cardioplegia flow and pressure lumen occlusion. A root cause of the difficulty arresting the heart could not be confirmed. The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Adenosine was administered five (5) times. Device return is anticipated and investigation is underway. If new information is received, a supplemental report will be filed.

Event description:
It was reported that during a mitral valve replacement procedure an oblong-shaped balloon was noted on an intra-aortic occlusion device, and the surgeon experienced difficulty arresting the heart. They administered adenosine five (5) times and were eventually able to arrest the heart with the device. There was no second device used and no change in operative strategy.